Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad was severely worn. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and similar cases in the past, it was known that the ptfe pad was worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic myomectomy, the ptfe pad of the subject device was burned. The doctor completed the procedure with another device. No patient injury was reported. On august 31, 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn.